Event description:
New information was received that this device was explanted due to the early indication of end of life.

Event description:
Boston scientific received information that this patient recently had an arrhythmia that was treated with a series of 8 shocks. These shocks did not convert the arrhythmia and the patient had to be externally defibrillated. Upon interrogation it was noted that the device could no longer charge up in under 45 seconds and is pacing at vvi 50. The device is now stating that it is at end of life (eol) and will need to be replaced. A boston scientific technical services was contacted and suggested it might also be a shortened lead issue. It is unclear at this time if this is a device or lead issue. The lead will be visually inspected at device change out.

Event description:
Additionally, it was reported the associated lead was surgically abandoned during the device explant. See report number 2124215-2011-16031 for lead information.

Manufacturer narrative:
Subsequently, the device was returned and analyzed. Engineers confirmed two arch markings on the base side of the device case and an x-ray inspection verified the plasma fuse had sustained damage. Analysis of the device memory confirmed the device had shocked into a shorted lead condition during episode 47, which contributed overstress and plasma fuse damages. No further testing was performed. Analysis was able to confirm the reported clinical allegation as the observed damages, would have caused or contributed to the reported clinical outcome.

Manufacturer narrative:
At this time the patient still has this device implanted, and plans to change out are in the works.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.